Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver and smart device. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Per initial report it was reported that the patient experienced a loss of connection between the transmitter, receiver and smart device. However, after further investigation it was established that the patient was experiencing a pairing issue making this a non-reportable event.